Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient has colon cancer and the stent was being implanted as a palliative treatment for a 5 cm stricture within the sigmoid colon. The patient's anatomy was reported to be tortuous. Additionally, it was noted that radiation therapy had not been performed prior to the stent placement procedure. During the procedure, the stent was implanted within the sigmoid colon with no issues noted. Following the procedure, the patient's condition was reported to be stable, and their radiation therapy had begun. On (B)(4), 2012, the patient presented to the hospital with abdominal pain. Under fluoroscopic guidance, free air was noted, which indicates a perforation. Emergency surgery was performed to treat the perforation. During surgery, the physician noticed that the flare of the colonic stent had penetrated the proximal side of the sigmoid colon. In the physician's assessment, the perforation was due to peristaltic movement which subsequently caused the stent flare to penetrate the intestinal wall. The stent was removed during surgery, and the procedure was completed with no reported issues. The patient's condition was reported to be stable following the surgery.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.